Event description:
In 2007, this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component to repair an infrarenal abdominal aortic aneurysm. The final angiography showed an image with possible dissection in the right external iliac artery so a stent graft was implanted in that area; however, the stent graft manufacturer is unknown at this time. Further investigation is being conducted. A one month follow up cta revealed that this patient had infolding in the trunk ipsilateral leg component the physician is taking a wait-and-see approach.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.